Manufacturer narrative:
The device was not returned; however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a trained physician attempted an arteriotomy closure with a starclose during an unk procedure, found the sheath splitter was totally bent up and unable to attach the sheath and could not get the sheath to split. No pt injury or effect was reported. Hemostasis was achieved with manual compression. No add'l info available.